Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. There were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident, as no qns were initiated for this lot. Although units were not returned, two photos were provided for observation of this incident. Photo 1 shows two views: o view 1 was of the catheter/adapter assembly of a 20ga iag blood control with the needle/assembly intact. This photo revealed a small piece of white foreign present on the catheter tubing near the tip. O view 2 was of the portion of the top web (label) package from material 382533, exp. 2021-10-31 and lot 8310640. Photo 2 shown four different views of four top web (labels) and views of four different 20g iag bc catheter/adapter assemblies intact with the needle/hub. The lot numbers on view 2 and 4 were of lot 8241920 and the lot in views 1 and 3 were not visible. This photo revealed a small piece of transparent foreign present on the catheter tubing of three of the catheters. O view 1 / unit 1; revealed the fm to be approx. ¼ of the way down the tubing from the catheter tip. O unit 2; did not reveal sufficient evidence to observed any fm. O unit 3; reveal the fm to be at the tip of the catheter tubing. Unit 4; revealed fm to be at approx. ¼ of the way down the tubing from the catheter tip. Visual/microscopic evaluation: photos: there was visibly small foreign matter (transparent and white particulate) on the outside wall of the catheter tubing, seen in areas of the outer tubing wall and/or at catheter the tip. (See photos provided in tw) confirmation of the defect of foreign matter, was conclusive based on the observations of the photos provided for this incident. Although the defect of foreign matter was conclusive with the photos provided for this incident, the photos did not provide sufficient evidence to identify the characteristic of the fm, therefore the source is indeterminate.

Event description:
Material no.: 382533 batch no.: 8310640 it was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter particles were found on the IV catheter. The following information was provided by the initial reporter: verbatim: I received an email from one of my mckesson reps about center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 382533, batch no.: 8310640. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter particles were found on the IV catheter. The following information was provided by the initial reporter: verbatim: I received an email from one of my mckesson reps about center that uses iagbc that has had multiple instances now where they are noticing ¿something¿ on our IV catheters.